Event description:
The facility representative reported failure code 810:11. Information was not provided regarding whether or not the failure occurred during an infusion. The device was serviced on site at the customer's location by a field service engineer. The facility representative stated that there have been no reports of any patient injury or medical intervention associated with this incident. Additional contact information was not available. No other information is known.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 08 2007. Evaluation summary:the condition of fail code 810:11 was confirmed in the event history on site at the customer location by a field service engineer but could not be duplicated. No action was taken. Typically, this fail code is related to the air in line printed circuit board. This issue has been addressed per baxter's field correction action letter. Service of the device was conducted on-site.